Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This is linked to mfg report number 3004608878-2020-00283 and 3004608878-2020-00285.

Event description:
This is 2 of 3 reports. A customer reported that the index knob lock of the a1059 mayfield modified skull clamp was broken. There was no known patient injury or delay in surgery.